Manufacturer narrative:
Addendum to the initial emdr. This follow up report is being submitted to show the correct date of manufacture and date of expiration for the kugel hernia patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It was reported the patient experienced recurrence. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. While it was reported that the kugel mesh (mesh #2) was explanted, the medical records do no state any type of specific device issue related to the kugel mesh. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - patient underwent repair of bilateral inguinal hernias with implant of bard/davol kugel hernia patch (mesh #1) on the right side and a kugel hernia patch (mesh #2) on the left side. On (B)(6) 2013 - the patient presented with complaints of chronic left groin pain. The patient underwent a left inguinal herniorrhaphy with a "small kugel oval" mesh (mesh #3), to repair a recurrent left inguinal hernia and removal of old me (kugel #2) and tacks. Per operative details "the majority of mesh (kugel #2) and tacks were removed." It was reported the patient experienced additional surgery, explant and recurrence.